Event description:
Reportable based on device analysis completed on 14oct2024. The target lesion was located in the left anterior descending artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, upon advancing, it was noted that the connection part and the non-bsc stent got stuck. The extension catheter and the stent were removed as a whole. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the collar and shaft was partially separated.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed a partial collar and shaft separation, and the collar portion of the device was kinked. Microscopic inspection revealed no further damage or irregularity. There was blood present in the shaft of the device. Product analysis confirmed the reported events as there was a partial separation to the collar and shaft of the device. The damage present could prevent the ancillary device advancement as the entrance shape to the guidezilla has been compromised.